Event description:
It was reported that the patient's implantable cardioverter defibrillator caused discomfort in the patient due to implant positioning. The device was repositioned was (B)(6) 2022. The patient was stable.